Event description:
It was reported that during a surgical procedure, the foot control worked intermittently. Surgeon was required to complete procedure by using a electrocautery unit. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's ag and gender have been requested but not received.